Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have pain, sensitivity with discoloration to their teeth. They have damage to their teeth enamel and a black spot from the aligners. They also reported abrasion at the edge of their gums.

Manufacturer narrative:
Additional information provided by the patient during follow up. H6 codes added. Health effect: clinical code: discomfort, pain, sensitivity of teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.